Event description:
It was reported the pt's scs lead exhibited auto-reduction. High impedances were noted via diagnostic testing, however, reprogramming was successful using two valid electrodes. A f/u appointment on (B)(6) 2013, revealed all contacts were invalid on the scs lead and the pt experienced loss of stimulation. As a result, the lead was explanted and replaced. A kink was observed in the lead during the explant procedure. It was also reported the pt's ipg was electively explanted and replaced due to longevity. Product will not be returned.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.